Manufacturer narrative:
Philips service replaced the fuse, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the ups alarm was triggered due to a blown fuse, and a system warning was displayed on a azurion 3 m12. The clinical use of the system was in use. There was no reported patient or user harm.